Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the keypad was unresponsive. The customer's blood glucose at that time was 110mg/dl. Troubleshooting was done. Advised customer that the pump would be replaced. No further information provided.